Event description:
Information received indicates the flow from the device was decreased when it got caught in tissue in the lv. The surgeon extended the metal spring out of the distal end of the device to improve flow. The device then got caught in the chordae. The hcp reported that the distal spring end broke. The maneuvering of the device also damaged the mitral valve.